Event description:
A customer's mother reported via phone call indicating that the customer's insulin pump alarmed button error. The patient's blood glucose level was 172 mg/dl at the time of the call. The mother is not sure if her son was pressing into the insulin pump while it was in his pouch. The mother was able to clear the button error, but the insulin pump froze afterwards. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with broken reservoir tube lip, missing o-ring, minor scratches on lcd window, cracked battery tube threads and minor scratches on lcd window.